Event description:
Healthcare professional reported left inflammation/irritation, calcification, wrinkling and crease/folding. Patient relative also reported rupture of an unknown side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6..

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Additional, changed, and/or corrected data: b5, g1, h6.

Event description:
Patient relative also reported rupture of left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture of unknown side. The device remains implanted.